Manufacturer narrative:
A f/u report will be filed when the investigation is complete. (B)(4).

Event description:
Customer reports that physician using web to read, reported that images from different pts were being displayed in the wrong exams. There was no reported pt injury associated with this event.